Event description:
A surgeon reported that during intraocular lens (iol) implant surgery it was noted the labeled packaging contained the incorrect cartridge. He stated when the lens was implanted the haptic broke and the lens was found to be loaded at an angle. He reported the lens was removed and replaced during the same procedure without any harm to the patient.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).